Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was up to 300mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer changed their cartridge and infusion set in order to resolve the occlusion alarm; no additional occlusion alarms occurred after the supplies were changed. Tandem technical support (cts) educated the customer on occlusion alarms, no troubleshooting was performed due to the occlusion being resolved prior to contacting cts.